Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 17-feb-2026. The return reason of oxygen error is confirmed since compressor fail for low flow, which possibly due to damaged piston seals; bad piston bearing and debris under flappers of valve plate and piston; and housing bearing is too old.

Event description:
It was reported that the patient's unit was overheating and would shut down resulting in interrupted oxygen flow. The patient noted that their oxygen levels are lower when using the portable unit compared to the stationary unit. As a result, the patient was feeling sick. They did not have to go to the hospital, but they were concerned since they had a long commute to their doctors when relying on their portable unit. They have received their replacement unit and it is working for them.